Event description:
Per clinical review: on (B)(6) 2025, the team at the user facility experienced a problem with the heart lung machine during cardiopulmonary bypass whereby the centrifugal control unit display was blinking. They continued to use the device to complete the case as the information was available on the central control monitor (ccm). The procedure was completed successfully with no delay, no blood loss, and no adverse event.

Manufacturer narrative:
Updated blocks: b5 & h6. The reported complaint was confirmed; however, the field service representative (fsr) and service repair technician (srt) were not able to duplicate the reported complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint through data log review but was unable to duplicate or find any failure. All cables and connections were inspected and tightened. Release testing was performed. The issue reoccurred on another date and the perfusionist indicated that the problem was happening when the level alarm was activated. The fsr was able to duplicate this with the level alarm, the air sensor alarm, and by starting and stopping the pump with the local display on the ccu. He replaced the ccu and the centrifugal drive motor. The unit operated to the manufacturer's specifications. The product information of the centrifugal drive motor that was replaced is: part number: 164267, serial number: (B)(6), UDI: (B)(4).

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the centrifugal control unit (ccu) had an intermittent problem where the display was blinking and then it restarted itself. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was a delay of an unknown amount. There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The service repair technician (srt) could not duplicate the reported complaint. The centrifugal control unit (ccu) was run in pulse mode overnight for a total of 16 hours with no rebooting or blinking of the display screen observed. The srt did observe some corrosion on the external cable assembly where the cable connects to the ccu that could cause a connection issue. The ccu was booted up multiple times with no observed issues. The unit was opened to check for loose connections, and none were observed. The srt replaced the display to pump cable and the external cable assembly as a precaution. The unit operated to the manufacturer's specifications.